Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient needed their right implantable neurostimulator (ins) replaced and that this seemed early to the caller, considering the left ins was just now nearing the elective replacement indicator (eri) now. The caller stated they had struggled with the patient's programming but had done well now that the settings are higher. The caller also reported that the patient's left body symptoms have worsened recently. The technical service specialist performed a longevity calculation with the following results: right ins: bat 2.56v; c+ 3- 6v, 120 pw, 180 rate, 819 ohms; 24 hours/day; eri at 9.42 months, eos at 12.42 months. Left ins: bat 2.66v; stn 1: 0- 3+ 5.4v, 150 pw, 70 rate, 1849 ohms; stn 2: 1- 2- 3+ 2.8v, 150 pw, 70 rate, 1224 ohms; 24 hours/day; eri at 2.5 years, eos at 2.75 years. The results of the longevity calculations indicated normal battery depletion.